Event description:
Patient had silicone breast implants inserted in 1980. The implants recently ruptured and were removed, with a washout of the silicone. Then new silicone implants were inserted. Patient and surgeon have no information on old implants.